Manufacturer narrative:
In addition to the flow rate accuracy outside of +/-15% specification, the device was also found to have a battery outside of warranty, a lcd display issue and failed the pressure test. Zyno medical has repaired, recalibrated and tested the device to full specifications on 02/26/2016 and returned the pump to the customer on 03/01/2016. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on (B)(6)2015. The device was identified with a flow rate accuracy that was outside of +/-15% during testing on (B)(6)2016. No patient was involved in this case.